Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. It was reported that the recharger gets really hot on his back and did have a red mark, but that went away. Pt states just takes so long to charge. Patient then said it takes so long to charge that it hurts. Patient says this started 2- 3 weeks ago. Pt mentioned the hold music is terrible and makes his head hurt. Additional information was received from the patient (pt).  Pt called back because they thought they mixed up rechargers and does not know which one to send back. Agent confirmed to keep replacement recharger with serial added in secure note above. Pt stated they have tried using the replacement and notices that it is warm but not hot like last time. Agent had pt unlock the controller and pt saw controller at 100% and implant at 40% - pt stated implant started at 100% 4pm yesterday and probably has 3-4 hours until they have to charge again. Pt also repeated information about the amount of times implant has to be recharged and increasing/decreasing stim. Pt asked- agent reviewed use of belt for recharging the implant. Agent offered to start implant charge session - pt declined. No further action needed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger h3:analysis of the 97755-s recharger (rtm) (serial number (B)(6) revealed complaint was unable to be verified, rtm never got hot after running it for 10 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.